Event description:
Note: this report pertains to the spy ds controller used together with the two spyscope ds ii during the same procedure. It was reported to boston scientific corporation that a spy ds controller and the two spyscope ds ii were used during a cholangioscopy procedure performed for the treatment of stricture on an unknown date. During the procedure, the spyscope ds ii did not display an image. A second spyscope ds ii was then used, but the image still failed to appear. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h2: additional information block b5 (describe event or problem) correction to block b3 (date of event) correction block d2b: subsequent product codes kqm, ntn correction to block d4 (lot number and serial number) correction to block e1 (initial reporter zip/post code) based on the available information, the investigation concluded that the reported event of controller poor quality image could not be confirmed. Without a product returned, no product analysis could be conducted. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The device was not returned; therefore, a technical analysis could not be performed. Based on the available information, the most probable root cause of the reported event is unable to exclude device problem.

Event description:
Note: this report pertains to the spy ds controller used together with the two spyscope ds ii during the same procedure. It was reported to boston scientific corporation that a spy ds controller and the two spyscope ds ii were used during a cholangioscopy procedure performed for the treatment of stricture on an unknown date. During the procedure, the spyscope ds ii did not display an image. A second spyscope ds ii was then used, but the image still failed to appear. The procedure was not completed due to this event. There were no reported patient complications as a result of this event. *additional information received on (B)(6) 2026* the cholangioscopy procedure took place on (B)(6) 2026. Both scopes were tested with another spy ds controller and functioned as intended.